Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 150-200 mg/dl fasting. Verified the strips expired 12/31/2014. Reviewed meter memory: 156 mg/dl, (B)(6) 2015, 08:49:00 am, fasting: no; 71 mg/dl; (B)(6) 2015, 08:04:00 am, fasting: no; 120 mg/dl, (B)(6) 2015, 09:23:00 am, fasting: no; 81 mg/dl; (B)(6) 2015, 03:25:00 pm, fasting: no; 92 mg/d; (B)(6) 2015, 10:11:00 pm, fasting: no. No adverse event reported.

Manufacturer narrative:
Internal report number: (B)(4). Prod not yet returned for eval.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had poor technique - user's misunderstanding of erratic results.